Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was walking at the time of the shocks. The smart pass feature has disabled itself. The sensing vector at the time of the shocks was set to the primary sensing vector. The local representative tested the system while using the secondary sensing vector. The noise could be reproduced during testing. Technical services reviewed the electrograms and discussed options with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was walking at the time of the shocks. The smart pass feature has disabled itself. The sensing vector at the time of the shocks was set to the primary sensing vector. The local representative tested the system while using the secondary sensing vector. The noise could be reproduced during testing. Technical services reviewed the electrograms and discussed options with the caller. There were no additional adverse patient effects. The system remains implanted.